Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had trouble with bowel movements (bm) with the implanted device. The patient stated that they were taking antibiotics and probiotics so they were unsure if the bm trouble was related to those medications. It was also reported that the patient felt the stimulation ¿a little bit¿ and noticed it then went away so they turned the stimulation this morning. They also mentioned that they had programming changes because ¿it wasn¿t working that great¿ and noted about change between programs (2, 3, and 4). Further discussion with the patient was unable to clarify these issues further. Additional information was received from the patient on sept. 11, 2018 that reported they never experienced therapeutic effect. They stated that the evaluation they had was ¿hitting harder¿. The patient had to go up quite a bit more with the implanted device then they did with the evaluation. They felt some stimulation but not as much as they did with the evaluation. When asked, the patient was not getting 50% reduction in their symptoms. The patient had an appointment tomorrow with their healthcare professional (hcp). There were no further complications reported or anticipated.